Manufacturer narrative:
Initial reporter is a synthes sales representative. The device history record (DHR) of product code 283910000, lot 271879, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on (B)(6) 2020. A product investigation was completed: the device was returned and received. The whole kit was not returned; only pump and cement reservoir were received. The connector looks good without any damage. Upon visual inspection, it was observed that the cement was hardened inside the cement reservoir. Some dry blood was found near the distal end of the cement reservoir. The functional inspection of the returned devices was performed. The pump was assembled with cement reservoir perfectly as intended. The complaint condition was not confirmed as the pump was assembled with cement reservoir perfectly as intended. A definitive root cause cannot be determined for the reported problem. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the metal tenon between the hydraulic thruster and the bone cement collection bottle cannot be connected. After several attempts, it still cannot be clamped smoothly. A new package was used to complete the procedure. Upon visual inspection of the received device, it was observed that the cement was hardened inside the cement reservoir. Some dry blood was found near the distal end of the cement reservoir. This report is for a confidence spinal cement system. This is report 1 of 1 for (B)(4).